Manufacturer narrative:
The information related to event date has been updated with this report. Summary narrative has been updated with this report. (B)(4).

Event description:
Customer reported via phone call that customer experienced low blood glucose. Blood glucose at the time of incidence was 23 mg/dl. Customer stated that his wife found him on the floor. Patient was treated with glucose tablets. Emergency medical service was dispatched as a result of low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. One day before the event, customer¿s blood glucose was 219 mg/dl. Later customer¿s blood glucose was 83 mg/dl. In (B)(6) 2020, customer took lots of insulin because he was running high with blood glucose in the 200s mg/dl. He researched and found out that square wave fixed the problem. Customer does not use auto mode. Customer did not alleged under delivery and there was no air bubble in the tubing. Customer declined high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experienced low blood glucose. Blood glucose at the time of incidence of was 23 mg/dl. Customer stated that his wife found him on floor. Patient was treated with glucose tablets. Emergency medical service was dispatched as a result of low blood glucose and treated with glucagon. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not alleged insulin pump was over delivering one day before the event customer¿s blood glucose was 219 mg/dl. Later customer¿s blood glucose was 83 mg/dl. Customer stated that he was took lots of insulin because he was running high that time customer blood glucose was in range of 200 mg/dl. He was not used auto mode feature during high blood glucose event. Customer not alleged under delivery and there was no air bubble in tubing. Customer was decline high pressure test. The insulin pump will not be returned for analysis.